Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 29mm s3 valve/delivery system (ds) and the 16fr esheath plus. As reported, there were no issues inserting the 16fr esheath plus into the abdominal aorta. Then 29mm valve and delivery system were inserted. The eye of fluoro was looking at the distal end of the esheath in the abdominal aorta waiting for the delivery system to push through. It was then noticed that delivery system was being pushed further in, but the team was not seeing the delivery system move up. The eye was moved down to the groin where it was seen what appeared to be the delivery system with the valve pushed out of and through the esheath, as well as into external iliac (it was an up down and back up loop-to-loop). The delivery system and esheath were pulled back. An angioplasty balloon was placed into the abdominal aorta. The physicians were unable to remove the esheath, and delivery system with valve. The esheath and delivery system were removed via surgical cutdown. They then placed several stents to treat the right femoral artery dissection. The patient underwent a bilateral groin cutdown and fasciotomy to be able to repair the groin and ensure blood flow and life to the extremities. Upon removal of the devices, bent struts were noted on the valve and the valve was wasted. The patient was transferred to ICU for recovery.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and revealed the following: one (1) strut bent outward at the outflow side within sheath. Crimped thv was inside the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve frame damage was confirmed based on provided imagery. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the operator noticed that delivery system was being pushed further in, but the team was not seeing the delivery system move up. The eye was moved down to the groin where we saw what appeared to be the delivery system with the valve pushed out of and through the esheath, as well as external iliac (it was an up down and back up loop-to-loop). Upon removal bent struts were noted on the valve and the valve was wasted''. As noted in the case notes, the patient access vessel had minimal calcification and tortuosity. Per the imagery, bent valve strut was noted on the outflow side of the valve. It is possible that that the strut got caught on the sheath during the valve/ds system retrieval and sustained damage/deformation if excessive device manipulation was used to overcome the resulting resistance. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, withdrawal of crimped valve with bent strut) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective/ or preventative actions nor product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07459 and 2015691-2022-07461.